Event description:
It was reported that the patient received 10 inappropriate shocks. It was determined that the right ventricular (rv) lead experienced high impedance and increased short interval counts (sic) resulting from a possible lead fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This lead was included in that field action, and returned product testing found the device did perform as described in the field action.